Event description:
It was reported that shaft break and balloon detachment occurred resulting in surgical intervention. The target lesions were located in the left main coronary artery (lmca), left anterior descending artery (lad), and left circumflex artery (lcx). After a 7f non-boston scientific (bsc) sheath was inserted within the existing impella sheath using a single-access technique, a 7f non-bsc guide catheter was advanced in the ostium of lmca. Then, two separate non-bsc guidewires were advanced into the lcx and lad, and pre-dilated the lesions with 2.5mm nc emerge balloon catheters. Following pre-dilation, an intravascular lithotripsy was performed using a 3.0 x 12mm shockwave balloon to treat the lmca and lad. Subsequently, a 3.5x28mm synergy drug-eluting stent (des) was deployed in the ostial lmca to proximal lad, followed by 3.50 x 24mm synergy xd des in the ostial lmca to proximal lcx. These were post-dilated at high pressure and finished with simultaneous kissing balloon inflation to achieve a final lmca diameter of 6 mm. The final result showed excellent blood flow (timi 3), with no residual narrowing, dissections, blockages, or complications, and the patient was not suitable for atherectomy. However, during removal of the stent delivery system from the lcx, the shaft broke, separated the balloon from the main shaft and left inside the patient. Attempts were made to retrieve the device with a snare but was unsuccessful. The case was discussed, and to avoid potentially dislodging the implanted stent or causing vessel injuries, the patient was immediately transferred to a tertiary center for a coronary artery bypass graft. All wires and catheters were removed at the end, and the impella and sheaths were secured in place. No further patient complications were reported.